Event description:
It was reported that the patient experienced a left eye embolus in 2008. The event was considered as possibly related to the procedure. Although it was indicated that the event resulted in disability, no information was given regarding the type and extent of the disability. The patient had previously had an ablation procedure in 2007 using a 4mm navistar catheter (catalog number and lot number were not specified). The patient also underwent a re-ablation procedure approx two months later, using a 8mm navistar rmt catheter (catalog number and lot number were not specified).

Manufacturer narrative:
The device was not returned to biosense webster for evaluation.